Event description:
It was reported that the ilet user ate lunch without making a meal announcement and later entered two meal announcements to correct glucose, after which a fingerstick showed a blood glucose of 419 mg/dl. The user was advised to change the infusion site due to potential scar tissue, indicating an improper or incorrect use procedure related to meal announcements and site management. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface and failure to follow instructions for timely meal announcements and site rotation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.